Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the odor/smells and haze/mist issues. Unit meets specifications and was returned to service on 10/12/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" (haze) and odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the system risk analysis (sra) and functional analysis. ¿the sra shows the risk for odor/smells and haze/mist/vapor to be "low." ¿the catalytic decomp filter was returned and tested. The catalytic decomp filter exhibited a mist. The reason for return of the catalytic decomp filter was confirmed. ¿the oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. The assignable cause of the odor/smells issue and haze/mist/vapor issue is the oil mist filter and the catalytic decomp filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.